Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt was charging more than expected. There were coupling/communication issues. She had been charging very frequently since her device overdischarged. It was laster reported that a trickle charge was completed and her stimulation was functioning. The pt was charging twice a day compared to once every 3 weeks. The battery dropped from completely charged to 50% in less than 30 minutes. A different recharger was going to be tried since hers is over 5 years old. The recharge interval did not appear appropriated. Per her program, the device should be recharged on average of every 23-50 days. The stats on the 8840 typical duration was 0.4 and frequency interval of 0.5. The battery was depleting extremely rapidly. The plan was to replace the ins.